Event description:
A high drain error 110 (night drain cycle ten) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 09:58:40. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause for the iipv was undetermined as there was a lack of evidence to make a determination. If any additional information is received, a follow-up will be sent.